Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the safety lockout on the device (staple load/insert) failed. This allowed the surgeon to inadvertently use the staple on the patient without having a new (staple) load in the device. This resulted in an unstapled surgical cut that immediately bled, requiring conversion to an open procedure to adequately address the injury.